Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to start ventilation and was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs could not confirm the device failure to start ventilation / inoperable and revealed the device failure to complete its internal self-test. Performance testing was not able to reproduce the reported failure. The investigation determined that the device failures were most likely due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to start ventilation and was inoperable. There was no patient injury reported as a result of this incident.